Event description:
Hme booster heater was found to be very hot to touch. It was removed from the circuit. There was no harm to the pt. This heater was in use for only a short time. The director of respiratory requested the heaters be pulled from service and returned to using the previous heaters. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).